Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented for a follow up via remote, the right ventricular lead suddenly exhibited high and out of range defibrillation impedance via transmission. During in clinic check, a lot of noise and far field oversensing with isometrics were observed on the electrocardiogram. Lead integrity issue and abrasion were suspected. Further testings were discussed. The patient was in normal sinus rhythm (nsr) and stable before and after the event.

Event description:
New information received notes that x-ray revealed no abnormality on the lead. The lead remains implanted. The patient was stable.

Manufacturer narrative:
Corrected information: h6 (device code: break and insulation) should be removed.